Event description:
Customer reported receiving a calibration error alert on the insulin pump. Customer's blood glucose readings at the time of the call were 517 mg/dl and have treated with an injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.